Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that "faulty ECG". There was no reported adverse patient impact.